Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, g1, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcare professional additionally reported rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, h.6.

Event description:
A mammogram confirmed the rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: no observed openings. Additional observations: deformation observed. Wear abrasion observed. White particles observed on the surface of the shell. Creases were observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. A mammogram confirmed the rupture. The device has been explanted and replaced..

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.